Manufacturer narrative:
Device is a combination product. Model number updated from unknown to 10662. Lot number updated from unknown to 0023384710. Expiration date updated from unknown to 02/17/2021. Unique identifier (UDI) updated from unknown (B)(4). Device manufacture date updated from unknown 2/18/2019. Updated: h6.

Event description:
Evolve short dapt clinical study. It was reported that a myocardial infarction occurred. On (B)(6) 2019 the subject presented to emergency department with complaints of being unwell for several days along with thoracic symptoms radiating towards the shoulder. Cardiac enzymes and ECG evaluations confirmed that the subject was diagnosed with suspected progression of chronic heart disease due to non-st elevated myocardial infarction. On the same day, the subject left against medical advice and further evaluations could not be performed. Two days later the subject retuned with complaints of being unwell with respiratory-dependent chest pain and troponin t was noted to be elevated 0.017 ng/ml (uln: 0.014 ng/ml). Subsequently, subject was admitted for further evaluations and management. The following day 70% stenosis in distal lcx was treated with percutaneous transluminal angioplasty with 2.5 x 10 mm non-bsc drug eluting balloon and 2.5 x 12 mm promus premier select stent was placed in the om1 bifurcation as the vessel was small and very tortuous. On (B)(6) 2019 subject was noted with elevated cardiac enzymes per protocol definition of peri-procedural myocardial infarction. Subsequently, subject was diagnosed with st-elevated myocardial infarction . The subject also complained of strong thoracic pain that resolved rapidly. In response to the elevated cardiac enzymes, acute coronary syndrome and hypotension, subject was closely monitored, and amlodipine was discontinued. On (B)(6) 2019, echocardiography revealed intact systolic left ventricle function and cardiac enzymes were noted to be normal. On the same day, subject was discharged and events were considered resolved. During the event subject was on aspirin, clopidogrel and ticagrelor.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that a myocardial infarction occurred. On (B)(6) 2019 the subject presented to emergency department with complaints of being unwell for several days along with thoracic symptoms radiating towards the shoulder. Cardiac enzymes and ECG evaluations confirmed that the subject was diagnosed with suspected progression of chronic heart disease due to non-st elevated myocardial infarction. On the same day, the subject left against medical advice and further evaluations could not be performed. Two days later the subject retuned with complaints of being unwell with respiratory-dependent chest pain and troponin t was noted to be elevated 0.017 ng/ml (uln: 0.014 ng/ml). Subsequently, subject was admitted for further evaluations and management. The following day 70% stenosis in distal lcx was treated with percutaneous transluminal angioplasty with 2.5 x 10 mm non-bsc drug eluting balloon and 2.5 x 12 mm promus premier select stent was placed in the om1 bifurcation as the vessel was small and very tortuous. On (B)(6) 2019 subject was noted with elevated cardiac enzymes per protocol definition of peri-procedural myocardial infarction. Subsequently, subject was diagnosed with st-elevated myocardial infarction . The subject also complained of strong thoracic pain that resolved rapidly. In response to the elevated cardiac enzymes, acute coronary syndrome and hypotension, subject was closely monitored, and amlodipine was discontinued. On (B)(6) 2019, echocardiography revealed intact systolic left ventricle function and cardiac enzymes were noted to be normal. On the same day, subject was discharged and events were considered resolved. During the event subject was on aspirin, clopidogrel and ticagrelor.